Event description:
Per spontaneous call from pt, she lost her backup pump at (B)(6) (she had her other pump) attached providing the infusion). The lost pump was not in use. She did not miss therapy. Sending another pump. Serial number not available / provided by pt and no more info given. Reported to (B)(6) by pt/caregiver.